Event description:
A micro drill long straight attachment was sent for service and it overheated during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
The probable cause of the device overheating was attributed to debris and loss of lubrication. The micro drill long straight attachment was discarded; it is not repairable once it is disassembled.